Event description:
As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) was stuck on the balloon. The device was not used on a patient. There was no reported patient injury. The device did not look like it was exposed to moisture during preparation. The sealant appeared to be just touching the proximal end of the balloon. The sealant was not exposed on the back table before deployment. The device was examined and was not identified as defective, and the user likely did not shuttle the device hard enough. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) was stuck on the balloon. The device was not used on a patient. There was no reported patient injury. The device did not look like it was exposed to moisture during preparation. The sealant appeared to be just touching the proximal end of the balloon. The sealant was not exposed on the back table before deployment. The device was examined and was not identified as defective, and the user likely did not shuttle the device hard enough. One non-sterile 6f/7f mynxgrip vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be closed, with a cordis mynx syringe detached from the unit. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was found next to the balloon, in the proper deployed position, and the advancer tube was also exposed. The sealant sleeve was observed in its manufactured position. The balloon showed no abnormal conditions to be reported. No additional anomalies were observed during this visual analysis. As the sealant was received in an exposed condition, specifically in a deployed position, a full deployment simulation according to the instructions for use (IFU) could not be executed. A shuttle displacement test was performed. The sealant was manually removed, and no resistance, adhesion, or difficulty was noted during its removal from the device. Following this, it was observed that the shuttle cartridge advanced and retracted to the black handle without issue. In addition, an inflation/deflation test was conducted. The balloon inflated and deflated as expected. No anomalies were observed during this functional evaluation. Additionally, the slit presence on the outer cartridge of the evaluated unit was confirmed. A high-magnification microscopic evaluation was performed to assess the slit. During this analysis, no abnormal conditions were observed. The reported event of ¿sealant-sealant stuck to device components¿ was not observed through analysis of the returned device since there was no resistance, adhesion, or difficulty noted during the sealant¿s removal from the device. The exact cause of the issue reported could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine the factors that may have contributed to the reported event of the sealant sticking to the balloon, particularly since it is unclear at what point during the device closure procedure the issue occurred. However, if the issue was observed during device removal, user-related factors (user error) likely contributed, as the advancer tube remained on the returned device, indicating incomplete removal of the mynxgrip during use. This condition could result in the sealant remaining on the device during removal from the patient. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. It should be noted that failure to hold the advancer tube in place and/or if a proper position of the tamping tube was not maintained during catheter removal from the patient, the sealant could be dislodged from the vessel wall. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.